Manufacturer narrative:
(B)(4) this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a break in aseptic technique. The breach in aseptic technique was not further identified. The event was manifested by abdominal pain and cloudy effluent. On the same day as the event onset, the patient was hospitalized for peritonitis. On the same day, the patient started treatment with ceftazidim (dose, route, and frequency not reported) and proxacin (dose, route, and frequency not reported) for bacterial peritonitis. Three days later, the ceftazidim was discontinued. On the same day, the patient started treatment with prepenem (dose, route, and frequency not reported) and amikacin (dose, route, and frequency not reported) for bacterial peritonitis. Dianeal therapy remained ongoing. Twenty two days after the event onset, the proxacin, prepenem and amikacin were completed. That same day, the patient was deemed recovered from the peritonitis event and was discharged from the hospital. On an unknown date, the patient was retrained on proper aseptic technique. No additional information is available.